Manufacturer narrative:
Product ID 3889-28, lot# va0buzm, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported the patient experienced a loss or change of therapy. The patient was hospitalized last monday, (B)(6) 2015 for dehydration and urinary tract infection (uti) and was discharged saturday, (B)(6). The patient had lost urinary control for 6 months or longer, continued to be incontinent, and kept getting utis. The patient could not feel stimulation, but therapy was on. The patient was on program 1 at 3.4 without stimulation sensation, so they changed to program 2 at 2.3 where the patient was able to feel stimulation at the urethra area. The caller was going to monitor the symptoms and it was identified the patient would go back to program 1 if program 2 had not helped the patient. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4). No longer apply to this event. Additional review indicated that the patient¿s symptoms, including urinary tract infection, are assessed as not related to the device or therapy, but are instead related to the patient¿s underlying urinary dysfunction diagnosis. This assessment indicates that there is no information to reasonably suggest that the device in this report may have caused or contributed to a serious injury.